Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in the trachea during an endoscopic dilatation of trachea procedure to treat airway stenosis performed on (B)(6) 2026. During the procedure, the pressure pump did not show a pressure reading. Air leakage was suspected. After cleaning, air leakage and water leakage were confirmed. A video clip of the complaint device was provided by the complainant and demonstrated that the balloon was leaking through a pinhole. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.